Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced unexplained blood glucose elevations over several weeks, with a documented highest reading of 298 mg/dl and prolonged hyperglycemia; device troubleshooting found proper insulin delivery function, intact connections, and normal infusion site, and the user reported entering larger-than-actual meal announcements to receive more insulin. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and due to insufficient information, no specific device problem or component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.